Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use, it was reported that the palmaz genesis ruptured within it's nominal pressure. There was no reported patient injury. Therefore it was replaced with a new non cordis balloon catheter. The procedure finished successfully. This was a percutaneous transluminal angioplasty (pta) case. A brachial approach was made. A palmaz genesis was delivered to the lesion and inflated. However it ruptured within its nominal pressure. The target lesion was the ostial of the renal artery. The patient¿s vessel level of tortuosity and calcification was unknown. The rate of stenosis was unknown. The physician requested customer letter of this product and if there is other similar cases with the same lot number.

Manufacturer narrative:
During use, it was reported that the amiia genesis ruptured within its nominal pressure at eight atmospheres. There was no reported patient injury. Therefore it was replaced with a new non cordis balloon catheter. The procedure finished successfully. This was a percutaneous transluminal angioplasty (pta) case. A brachial approach was made. A palmaz genesis was delivered to the lesion and inflated. However it ruptured within its nominal pressure. The target lesion was the ostial of the renal artery. The vessel had no tortuosity or calcification. The rate of stenosis was seventy-five percent (75%). The balloon was not inflated during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. Contrast media used was visipaque. The contrast to saline ratio was fifty percent (50%). A non-cordis inflation device was used and was successfully used with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve, the guide catheter, or the vessel. The product was removed intact (in one piece) from the patient. There was no difficulty crossing the lesion. The catheter ever in an acute bend. The physician requested customer letter of this product and if there is other similar cases with the same lot number. No other information was provided. The product was returned for analysis. One non-sterile of amiia genesis 6.0x18 142cm sds (stent delivery system) unit was returned. Per visual analysis the balloon appeared to have been inflated and deflated. No other anomalies were observed. Per functional analysis negative pressure was applied to purge the balloon of air when the inflation device (lab sample) was attached. Pressure was applied to fill the balloon with water and a leakage was noted close to the distal section of the balloon. Per sem analysis the external surface of balloon revealed evidence of scratches and abrasions adjacent to the balloon rupture, which appears as a pinhole, and it¿s very likely that the same factors that caused the scratches and abrasion marks on the balloon outer surface also contributed to the pinhole found on the balloon. The internal surface did not reveal any evidence of damage. A product history record (phr) review of lot 17588623 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ was not confirmed due to the technical definition of a burst; however a leakage/pinhole was confirmed through analysis of the returned device, which may appear to the user as a burst. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (calcification) may have contributed to the event as evidenced by scratches and abrasions noted on the outer surface during analysis. According to the safety information in the instructions for use ¿contraindications include, but may not be limited to: patients with highly calcified lesions resistant to pta. Prior to stenting, the palmaz genesis peripheral stent on cordis amiia .014" delivery system should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not induce a vacuum on the delivery system prior to reaching the target lesion. Do not attempt to remove or readjust the stent on the delivery system. Should any resistance be felt at any time during advancement or removal of the stent delivery system pre-stent implantation and before full exposure of the stent, carefully attempt to pull the unexpanded stent delivery system back through the sheath introducer/guiding catheter. If resistance is felt in doing so, the delivery system must be removed as a single unit. When removing the delivery system as a single unit: do not retract the delivery system into the sheath introducer/guiding catheter. Position the proximal balloon marker just distal to the tip of the sheath introducer/guiding catheter. Advance the guidewire into the anatomy as far distally as safely possible. Secure the stent delivery system to the sheath introducer/guiding catheter; then remove the sheath introducer/guiding catheter and stent delivery system as a single unit. Failure to follow these steps and/or applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or stent delivery system components such as the balloon.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.